Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). A suture break can be caused by a number of factors including, but not limited to too much tension applied, or the suture was nicked. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information received and without the product for examination, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during use, the suture broke. The device was removed and a second proglide device was used but after deploying that suture, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.